Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was removed from use. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The bme requested assistance with troubleshooting, as the error code was verified but could not be duplicated. The rse advised the bme to perform an extended tests to duplicate the reported issue and perform performance verification testing (pvt). The rse also advised the bme that solenoids 3 and 4 could be replaced as a precaution as well as the data acquisition (da) printed circuit board assembly (pcba) and cable if needed.

Manufacturer narrative:
H10: multiple attempts have been made on 30-oct-2023, 07-nov-2023, 20-nov-2023, to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.